Event description:
Healthcare professional reported later reported left side, signs of bilateral extracapsular rupture with axiliary siliconomas via ultrasound and fibrosis of the periprotesic capsula. Intense histiocitary reaction. Presence of cd30- via pathology report. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device lymphadenopathy: unable to observe as it is a medical event that is not related to the device it is not possible to determine the lot number or catalog through the photos provided.

Event description:
The event of granuloma has not occurred.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of left side. Device status is unknown.